Event description:
It was reported that the stent slipped/dislodged from the balloon upon removing from cover/box before it was inserted on the guide wire. There was no patient involvement. Another stent was used for the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent delivery catheter was returned with a small amount of blood on the shaft and the stent implant loose on the balloon. There were crimp marks visible on the tightly folded balloon. A search of the lot history record indicated there were no non-conformance records found. Additionally, a search of the complaint database found no other reported complaints for this lot; however, a product issue, related to loose stent implants was identified. Further assessment of this issue is being handled per site operating procedures, which includes assessment of possible corrective and preventive action to prevent further recurrence of this issue.